Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, alarm was noted and was unresolved with battery removal and installation. No patient consequences were reported. No adverse effects were reported.